Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Put in new plate and the first screw went through the plate.

Manufacturer narrative:
The reported incident that non locking screw anchorage ø3.5mm / l32mm was alleged of issue s-31 (no fitting) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by misuse. The deformed head of the screw in addition to the deformed surface of the plate's hole indicate that the two devices were not assembled properly, leading to a damage of both components. The miscroscope pictures of the head of the screw lead to conclude that a power tool was used during screw insertion up until final insertion. As a reminder, it is stated in the instruction for use: "intra-operative: avoid surface damage of implants. Discard all damaged or mishandled implants." The device inspection revealed the following: the head of the screw presents damage at the periphery. Plastic deformation happened at the outskirt of the head. The difference is coloring of the screw at that level proves it. When trying to connect the reported screw with the plate using the plastically deformed hole, it can be noticed that the screw head does not go through the plate entirely, but is depending on the angle it is inserted with it is not placed properly, and thus can not hold the plate in an adequate manner. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Put in new plate and the first screw went through the plate.